Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing step, only one drop of insulin was observed exiting the end of the tubing after loading 30 units of insulin. The customer proceeded with the load process and resumed pump therapy; however the customer's blood glucose level increased to 559 (mg/dl) and trace ketones. A manual injection was delivered to address bg levels. During troubleshooting with tandem technical support, the fill tubing process was repeated and insulin was observed exiting the tubing.